Event description:
On tuesday, december 8, 1992 at approximately 6:30 a.m. An 88 year old resident attempted to raise from thwe toilet by use of the toilet assist bars. As he placed his weight on the right armrest and pushed, the arm broke and he fell to the floor hitting a glass tub enclosure in the process. The toilet assist bar failed due to the bar being rusted through. This rust was impossible to see due to it being covered in plastic which looked in good conditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.